Event description:
It was reported that during a surgical procedure, the blade would not release from the handpiece. It was also reported that there were no adverse consequences or delays as a result of this event. It was further reported that the handpiece was returned with a broken blade.

Manufacturer narrative:
The blade and handpiece subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken at the cutting end. Part number and lot number information of the blade has not been provided to permit further investigation. The handpiece was also evaluated, it was confirmed that the reciprocating shaft assembly was corroded. The contributing root cause of the blade not releasing from the handpiece is corrosion of the reciprocating shaft assembly. The root cause of the blade break is undetermined. The handpiece associated with this MDR is as follows; part number: 6400037000, serial number: (B)(4).